Event description:
It was reported that the patient was admitted on (B)(6) 2022 with severe anemia, international normalized ratio of 6.3 and toxic vancomycin levels. The patient was continued on milrinone and intravenous diuretics were added. On (B)(6) 2022 the patient had some right sided weakness and left sided facial droop. Computerized tomography (CT) showed intraparenchymal hemorrhage with a 3 millimeter right midline shift. The patient was taken for craniotomy and hematoma evacuation on (B)(6) 2022. The patient continued to have right arm weakness. On (B)(6) 2022 a chest CT confirmed ongoing pseudomonas infection and the patient was transitioned to meropenem and by mouth cipro for life. CT images were provided. On (B)(6) 2022 the patient was deemed appropriate for discharge. The patient is at home with an international normalized ratio of 1.5-2.0 with lifetime suppression therapy with doxy and cipro. Pseudomonas in surgical culture from hemicraniectomy as well. The patient finished therapy with ertapenem and there is no further plans for surgical intervention. The patient is continuing on suppressive doxycycline and at this time it was recommended to transition from suppressive therapy presuming that the vad remains colonized with these organisms. The site is considering de-escalating etra to ciprofloxacin and the duration is indefinite.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was in therapy for chronic left ventricular assist device (lvad) infection due to methicillin-resistant staphylococcus aureus (mrsa) and serratia.

Manufacturer narrative:
Previous admissions for infection referenced in MFR numbers 2916596-2020-05061, 2916596-2021-03399, 2916596-2021-03416, and 2916596-2021-07253. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported anemia and intraparenchymal hemorrhage (iph) could not be conclusively determined through this evaluation. Additionally, a specific cause for the patient's infection could not be conclusively determined. The patient remains ongoing on hm3 lvas, serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27jun2019. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of this IFU lists potential adverse events, including bleeding, infection (local, driveline, and pump pocket), and stroke, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.